Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that when she was sitting on the toilet and leaning back for support (her back was sore), she felt a zap jolt sensation. She thought it was caused by the bolts that hold the toilet seat cover on the toilet. Patient stated it was making a noise like when two magnets were forcing together. Patient also reported whenever she was around anything with bolts or ¿whatever¿ she felt this zap sensation. This happened on the morning of this call too when she leaned back in her seat at the healthcare provider (hcp) apt. Patient also reported she did not have enough therapeutic benefit. She was having much more frequent leaks however with less quantity of urine. She was wondering if she needed to increase stim or change programs.